Event description:
During liver transplant, covidien large disposable clip applier malfunctioned. The physician used applier to clip an artery during the procedure, and the clip did not close completely and came off the vessel. This occurred twice from the same applier. Applier was removed from service and contained for follow up.